Manufacturer narrative:
H6: added code b11. H11: added the results of the investigation. Investigation summary: the device was not returned for investigation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Renal failure/ cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1934648. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp, the patient developed gastrointestinal bleed (gib) overnight, blood count stable. Continuous renal replacement therapy started with continued renal insufficiency. Don't think that patient has a gib but maybe just some rectal bleeding. Heparin drip was previously stopped due to patient having bloody stools and urine, and platelets steadily dropping. Argatriban drip is to be started. Later it was reported that the patient went into pulseless electrical activity and the staff was able to get return of spontaneous circulation on patient after high quality cardiopulmonary resuscitation and intubation. After the patient woke up decision was made to withdraw care and the patient expired.